Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use of the bd safetyglide¿ needle, when the safety mechanism was activated it appeared that the bar connecting the hinge broke, causing the needle to whiplash back which lacerated the pharmacists' thumb and caused a puncture wound in their palm. Went to the hospital for follow up. Had labs drawn and will have a follow up in 6 months.

Manufacturer narrative:
Initial reporter address unavailable. Bd corporate address used. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd safetyglide¿ needle, when the safety mechanism was activated it appeared that the bar connecting the hinge broke, causing the needle to whiplash back which lacerated the pharmacists' thumb and caused a puncture wound in their palm. Went to the hospital for follow up. Had labs drawn and will have a follow up in 6 months.